Manufacturer narrative:
Sc-8336-70 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient¿s lead was broken. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient¿s lead was broken. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected. The patient was doing well post-operatively.